Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the clinical sales representative (csr) contacted the field engineer (fe) regarding the customer encountering the 30-degree endoscope flipping on its own. The csr had already advised the customer to replace the 30 degree endoscope, and the reported complaint was resolved. The 30-degree endoscope will be sent for return material authorization for failure analysis. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for failure analysis.